Event description:
A patient's mother contacted carefusion stating her son has been having an allergic reaction ever since he had the pleurx catheter placed, and she needed to know what the components were made of for the catheter and the dressing materials in item (B)(4). On (B)(6) 2011, the patient's mother indicated the following: the catheter was placed on (B)(6) 2011 into her (B)(6) son suffering from melanoma, and within 8 hours of placement a rash developed on the patient's palms and soles which spread to his chest and back. Rash is bright red under bandage over catheter and is bright red on body. Patient has a chronic skin condition since childhood that resembles this rash but is brownish where this rash is red and itching with some burning. Mother is pleased with functioning of the catheter and hates to remove it as patient's comfort level is greatly improved. Patient took two lorazepam the night of the placement and otherwise is only taking pain medication which he has been taking for a while. He is currently also taking vistaril for the rash which is not helping. Patient is allergic to penicillin. Patient has also developed chills and sweats but mother is not sure if he is febrile. Patient just learned that he is eligible for a gene therapy treatment for the melanoma and they are optimistic. Rash blanches when depressed. Additional information obtained on (B)(6) 2011: appointment at dermatologist was inconclusive. Biopsy of rash was taken. The patient's physician is not indicating that rash is caused by catheter. It was determined at the appointment that the patient's electrolytes are critically out of balance and the patient was placed inpatient. Metastasis is suspected. The patient is breathing comfortably although he has not drained since yesterday ((B)(6) 2011). The mother was encouraged to ask staff for a drainage bottle to use. Removal of catheter was discussed but not recommended at this time by physician. Patient is taking prednisone for rash and redness is somewhat relieved.

Manufacturer narrative:
(B)(4). A complaint sample was not provided for evaluation. Consequently, the quality of the product could not be evaluated in regards to the reported condition. A review of complaint data did not identify any trend with this or similar failure modes. A thorough review of applicable manufacturing procedures and quality plan inspections did not identify any issues that may have contributed to the reported condition. The pleural catheter is made of 100% silicone to prevent adverse/allergic reactions. A device history review (DHR) could not be completed without a lot number being provided. A definitive root cause could not be identified for the reported condition since a complaint sample was not provided for evaluation. This complaint will be filed in the complaint tracking system and will be tracked and trended for future occurrences. Based on the investigation results, no additional preventive action plan is required.